Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, inflation technique, and interactions with other devices, lesion calcification, or insufficient preparation prior to use. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that access for the procedure was through a 7fr sheath. There was no resistance felt during advancement of the 7 mm x 40 mm armada 35 balloon catheter to the unspecified lesion; however, during the first inflation of the balloon to 14 atmospheres the balloon ruptured. Another balloon was used to complete the case successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.